Event description:
It was reported that this implantable lead was dislodged. Boston scientific technical services (ts) referred the patient to the physician. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead was dislodged. Boston scientific technical services (ts) referred the patient to the physician. This lead remains in service. No adverse patient effects were reported.